Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat migraines, with the implanted leads targetting the occipital nerve. Patient successfully completed the trial phase of the process before having a more permanent system implanted. During the trial, the patient reported great pain relief while running the system at high amplitude settings. Initially the patient received good relief from the permanent system as well, however the energy needs continued to grow as the system remained implanted. On (B)(6) 2024 the firm was made aware that a full system explant had taken place on (B)(6) 2023. Investigation found that the patient reported to the implanting physician that the system was no longer providing pain relief for the migraine symptoms.

Manufacturer narrative:
The nalu system was used in this case for an off-label indication at the physician's discretion. There are no indications of any system or component failure or malfunction. Although the patient was not receiving the desired effects from the nalu system, the patient continued to report in various surveys that they were very satisfied with the nalu system and very likely to recommend to others. The local nalu representative made ongoing adjustments to the programs while the system was in use, eventually reaching a maximum safe energy level. After reaching that ceiling, the patient was no longer receiving adequate relief and the system was deemed as not appropriate for this patient.